Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited out of range shock lead impedance (sli) measurements greater than 125 ohms. It was noted that the sli measurements have been variable over the last year but have not made any changes to the shock electrogram (egm). The health care professional (hcp) planned to increase alert threshold to 150 ohms. No adverse patient effects were reported. This rv lead remains in service.